Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.6a., d.6b., h.6.

Event description:
Patient reported a "ruptured" and "capsular fibrosis". Later through medical report healthcare professional reported "implant inversion", "double capsule formation" and confirmed "capsular fibrosis iii". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured" and "capsular fibrosis".

Event description:
Patient reported a "ruptured" and "capsular fibrosis". This record is for the left side. The device was explanted.